Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. The leak was discovered in the pharmacy department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from april 13, 2021 - april 14, 2021. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak between the spike port tube and the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the most likely was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.